Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause of and treatment for peritonitis were not reported. Two days after the event onset, the patient was hospitalized via emergency room due to the event. At the time of this report, the patient was recovering from the event. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow-up.